Manufacturer narrative:
(B)(4). Date sent: 9/23/2025. D4: batch # 363d11. Investigation summary this is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows one green reload with several staples protruding. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload present. Additionally, the reload was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device lot number a9719v, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 363d11, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide the patients bmi. 46.1 was buttressing used? No if so, what kind? / were any unusual sounds heard during the firing? Yes, a significant slowdown in the blade's advancement with metallic noise was there any patient consequence or change in the post-operative care of the patient as a result of the event? There was a change in the intra-op plane, but no immediate post-op consequences (in terms of clinical outcomes). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the execution of the second firing along the sleeve line at the gastric level, the echelon flex plus stapler 60 mm loaded with a green gst 60 mm reload was not correctly placing titanium staples on both sides (the tissue appears completely transected but not sutured). Despite proceeding with the tissue sectioning. Removed echelon stapler, managed the hemostasis, open a signa stapler with a purple 60 mm reload, changed the operating plan from sleeve to mini gastric bypass, resolve the situation. The surgery was delayed by 60 minutes and completed successfully. The patient received a mgb instead a sleeve gastrectomy. The post-operative period went as expected without any further complications.